Event description:
It was initially reported that the device would not pass its user test. Upon initial evaluation by physio-control, it was observed that the device would no longer charge or deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed biphasic pcb assembly and determined that the cause of the reported issue was due to a shorted and burned capacitor, designator c51.